Manufacturer narrative:
(B)(4).

Event description:
The catheter was found to be dislodged via a CT scan without contrast. The pt experienced no signs or symptoms. The catheter was replaced. The event was considered ongoing. The drug being administered via the pump was unk. Additional info has been requested.